Event description:
It was reported that the 4-40 stud was broken off the handpiece. No patient involvement was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.